Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a ventilator's sound abatement foam. The reporter alleged of having lung disease, cancer and the patient passed away from a trilogy 100 device. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer previously reported was being contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a ventilator's sound abatement foam. The reporter alleged of having lung disease, cancer and the patient passed away from a trilogy 100 device. Medical intervention was not specified. No additional information can be requested at this time. The device was evaluated by the manufacturer's product investigation laboratory (pil) and the customer¿s complaint was not confirmed. Pil received a trilogy 100 ventilator with no detachable battery, no power cord, no inlet airpath filter, no outlet filter and a passive outlet port. The ventilator was let run for 60 minutes; no foreign particles were observed in the outlet filter. The ventilator was bench tested which showed the software version, the clock setting and the internal battery build date failed testing specs. The ventilator was taken apart. No contamination was found in the air flow path. Contamination was observed inside the blower motor. The ventilator¿s internal foam was black, indicating it was not remediated. Contamination was observed on the external surfaces of the ventilator as well as inside the ventilator.